Event description:
The facility reported a pump hat turns itself off by itself. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump that turns off by itself was not confirmed during product evaluation. Therefore, no further correction was made concerning this event. The device was tested and returned.